Manufacturer narrative:
(B)(4): a review of the pump history shows no low battery warning or replace battery alarms. There are no alarms related to the complaint observed in the pump history. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was tested with an external power supply and was not drawing excessive current. A low battery warning and a replace battery alarm were induced during testing and the pump was found to be alarming appropriately. The pump was exercised for 24 hours with no power issues occurring.

Event description:
The distributor reported that the pump did not emit a warning for a flat battery. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.